Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the error code e117 occurred due to poor contact of gpu sub assembly whereas it is presumed that the poor contact of gpu sub assembly occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center had error code e117 and poor contact of gpu sub assembly. There was no patient involvement.